Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the 1st (2) cartridges were fired without incident. After reloading the tsw35 the 3rd cartridge was attempted to be fired and the instrument locked up. It appeared that the jaws of the instrument were dislodged. The case was completed by using another tsw35 instrument. There was no consequence to the pt.